Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the insulin pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the insulin pump at the corner of the belt clip rails, stained serial number label, faded end cap address label, cracked select button keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and was experiencing high blood glucose levels. The customer¿s blood glucose was 400mg/dl at the time of incident. Customer treated high blood glucose levels with manual injection. The customer declined to trouble shoot for high blood glucose levels. Customer stated that the insulin pump numbers are ramping on their own and non of the buttons are responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.